Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. Evaluation: conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The rotator broke during use. No harm or injury reported. The customer reported that four (4) defective devices are returning but has not provided any additional information or clinical details for the additional events.